Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced generator due to the error c-38. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the unit failed field electrical safety test (est) was confirmed and reproduced while connected to the system. Visual inspection revealed that the unit had no significant scratches or dents, and the front bezel was in decent condition. C-34 error on start-up and c-38 error during mono coag activation were found when the generator unit was placed on a known working system and was run in normal mode. The complaint was confirmed based on both the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause is attributed to a faulty electrical component inside the generator. This error indicates a lower current than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site was getting errors when using monopolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted c-38 and m-11 faults. The tse recommended the site reboot the integrated electrosurgical unit (iesu) when they got a chance. The procedure was completing as planned with no report of patient injury.